Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there was air in the tubing. The customer's blood glucose level was 346 mg/dl. Reportedly, the customer changed the site, tubing, and administered a correction bolus. It was noted that the customer's blood glucose level returned to target range.